Event description:
A patient reported their blood glucose results were 106mg/dl, 83mg/dl, 137mg/dl and 101mg/dl successively in back to back tests performed on their ss meter. Patient used different finger sticks during testing. The meter was set in mmol/l measurement at the time of this report. Meter has reportedly not been cleaned for a month. The meter was replaced. No allegations of harm have been made.